Manufacturer narrative:
Investigation results: the product was not returned. The investigation was based upon historical data analysis and event description. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. This medwatch is being sent as a feedback to the FDA in reference to the medwatch: 5156341 according to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3 and 803.50, this event is not considered / deemed as a reportable event for the following reason: - no death or serious injury. - no malfunction that would be likely to cause or contribute to a death or serious injury, if the malfunction were to recur. The reporting decision is based upon the review of the applicable risk analysis. The review of the risk analysis revealed that the applicable failure mode is rated with a severity of 1(5). Based upon risk management review, we currently conclude that even if the reported failure is to reoccur, no serious injury for patient, user or third party is to be expected. Conclusion/preventive measures: due to the lack of information surrounding the reported case and without the complaint sample being available for investigation, a definite root cause cannot be determined. Based on the complaint information available neither the article number nor the lot number could be identified. In the event that the complaint sample will be provided for investigation in the future, an update of this report will be provided unsolicited. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigation results, a CAPA is not required.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a laparoscopic cautery tip via information received from mw5156341. According to the complaint description, the tip was attached to a reusable cord. Sparks appeared and the cord came apart at the connection to the instrument. The device was removed from the sterile field. There was no patient harm. This occurred during a laparoscopic cholecystectomy. This medwatch is being sent as a feedback to the FDA in reference to the medwatch: 5156341 according to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3 and 803.50, this event is not considered / deemed as a reportable event for the following reason: no death or serious injury no malfunction that would be likely to cause or contribute to a death or serious injury, if the malfunction were to recur. The reporting decision is based upon the review of the applicable risk analysis. The review of the risk analysis revealed that the applicable failure mode is rated with a severity of 1(5). Based upon risk management review, we currently conclude that even if the reported failure is to reoccur, no serious injury for patient, user or third party is to be expected. Additional information was not provided. The event is filed under aesculap ag reference no. (B)(4).